Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Asr revision. Right asr xl acetabular system. Reason for revision: pain. Update - added a stem taken from claimsuite dated (B)(4) 2013 update - (B)(4) 2014 - attached newspaper article. Patient describes reasons for revision, alongside the previously reported pain, as squeaking, limping, breathlessness, giddiness, nausea, constant tiredness, elevated cocr levels, and severe dental problems. Also added patient name and gender. Updated all products with manufacturing facilities and date, common name, brand name and expiry date.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.